Manufacturer narrative:
Correction to box h codes. Reason for correction: the manufacturer previously reported that during evaluation of the device at a third-party service center, a "check circuit" alarm occurred during the 30-second run-in. Shortly thereafter, a loud bang was heard, and the device stopped receiving ac power. Based on the findings, the service technician recommended replacing both the power supply and the blower to resolve the issue. Additional information received stated the remediation was carried out. The quote for repairs was rejected; therefore, the unit was sent back remediated but not repaired or tested.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, the unit had a check circuit alarm during 30 second run-in and then a bang was heard, and ac power was no longer going into the unit. The technician recommends replacing the power supply and blower to address the issue. There is no additional information provided. Additional information: the device was returned to the manufacturer for remediation. During the evaluation the remediation was carried out. The quote for repairs was rejected therefore, the unit was sent back remediated but not repaired or tested. Update box h to component code.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, the unit had a check circuit alarm during 30 second run-in and then a bang was heard, and ac power was no longer going into the unit. The technician recommends replacing the power supply and blower to address the issue. There is no additional information provided.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, the unit had a check circuit alarm during 30 second run-in and then a bang was heard, and ac power was no longer going into the unit. The technician recommends replacing the power supply and blower to address the issue. There is no additional information provided. Additional information: the device was returned to the manufacturer for remediation. During the evaluation the remediation was carried out. The quote for repairs was rejected therefore, the unit was sent back remediated but not repaired or tested. Update box h to component code. Correction: update box h to component code. The insulation was replaced but not due to a confirmed reportable malfunction.